Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they noticed about 2 weeks ago, they did not feel stim, they tried increasing on program 4, the program they normally used. Pt said they normally leave stim at 2 or 3 but they increased all the way to 4.8 they would never have it that high but they didn't feel anything. Worked with pt and their programmer, pt put batteries into their programmer and pt synched with the ins. Pt confirmed they saw a lightening bolt, on program 4 at 4.8. During the call, on their own, pt activated program 1 and turned stim on. I recommended turning stim down and pt left stim at 3.7. Pt said: they usually have to move their legs around to ensure it does not shock them when they move, if it does they turn it down, but now it seems ok. Pt said: now it is number 1 is working. Reviewed stim sensation should be comfortable and now that they have made a change to their setting they should track their symptoms and compare their results with program 4 symptom results. Pt asked why it was not working on program 4, could it have moved? I asked if pt had fallen or had excessive activities. Pt reported prior to march, they had done kickboxing 5-6 days a week. Pt will monitor their symptom results and continue working with their settings to optimize therapy. Redirected to their doctor as well. During the call pt also reported their programmer batteries run down so fast. Pt said they were using their husband's rechargeable batteries. Reviewed battery considerations and we recommend good quality alkaline batteries, not rechargeable batteries. The programmer was working as expected during the call so no further action was taken.